Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer's biomedical engineer confirmed the issue; however, the fse resolved the issue after troubleshooting the biomedical engineer's testing set up. No issue with the device was found. The fse noted the unit was due for a safety disk and replaced the safety disk at a later date. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during therapy initiation on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor error. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The customer's biomedical engineer confirmed the issue; however, the fse resolved the issue after troubleshooting the biomedical engineer's testing set up. No issue with the device was found. The fse noted the unit was due for a safety disk and replaced the safety disk at a later date. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use.